Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0082 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the needle was not capped and an associate was stuck with the needle.